Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke on the megasuturecut needledriver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed. The grip cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found.